Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Customer reported "iris touching". No sample was returned, therefore, the condition of the product could not be verified and the visual inspection could not be performed. The sample was not returned as it had remained in the patient eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. One additional complaint for this lot, not similar to the reported incident. The similar event report indicates that iris touch events may be transient, and do not cause harm to the patient. As in this case - the shunt has remained in the patient eye. Since a sample was not returned, the root cause could not be determined. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched the iris. The patient experienced hypotony. Additional information was requested.